Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was conducted. Several studies report continued or persistent pain as a potential complication of lumbar disc replacement surgery. Although pain is a difficult parameter to define and characterize with respect to surgical treatment modality, some mention of facet loading, altered biomechanics, and treatment of symptoms rather than disease has been made to explain possible contributing factors to post-surgical pain following disc replacement. The prospective, randomized, multi-center FDA ide studies for sb charite and prodisc ii devices were reviewed. The occurrence of continued back pain in any combination of back and/or lower extremities pain was 5.9% for charite and 12.4% for prodisc-l. It should be noted that the reported occurrence of device related pain includes some level of pain, but does not specify the amount of pain. Typically the amount of pain did not require reoperation, as there was only one device removal adverse event that was device related for both charite and prodisc-l respectively. Additional 5-year results from the prodisc-l ide study (ref 11) show significant improvements in vas pain scores were maintained between two and five year follow up visits. The average percent change in total disc replacement pain scores was -49.9% at two years and -48.7% at five years. Reduction in pain of the prodisc-l at five years was also similar to that of fusion at -47.5%. Unrelieved pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for pro-disc l, and the overall rate of occurrence reported is consistent with the clinical history to date. Based on the information provided, it is not possible to determine the exact root cause of the continued pain. Placeholder.

Event description:
A revision surgery was performed and the entire prodisc-l construct was removed at an unknown level and replaced with an interbody device. It was reported that the prodisc-l removal was due to the patient¿s back pain not being alleviated. When the system was initially implanted, the patient¿s back pain went away but returned, on an unknown date. The initial implant surgery was provided as an unknown date in 2008. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: unknown date in 2008. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.